Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device will vibrate without the acoustic alert and the display screen is blank without providing an alert or error message. The infusion device will also provide the acoustic alert without the vibra-alarm and the display screen is "frozen" without providing an alert or error message.